Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review for the complaint lot 04405ui00. A review of complaint activity determined that there was normal complaint activity for reagent lot 04405ui00. Review of tracking and trending reports did not identify any related trends for the architect total b- hcg assay. Return testing was not completed as returns were not available. The overall performance of architect total b-hcg reagents in the field was reviewed using worldwide data and suggested that the performance of the lot is acceptable. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect total b-hcg result for a (B)(6) year old female patient. The sample initial and repeat results were <1.2 miu/ml. The sample generate a positive result on colloidal gold method. No impact to patient management was reported.